Event description:
During use, the cautery button is sticking in the "on" position.

Manufacturer narrative:
Root cause: the pencil is supplied to deroyal by i.c. Medical. Therefore, a supplier corrective action request (scar) was issued to i.c. Medical as well as samples for evaluation. Three representative samples were provided for evaluation. In its scar response, i.c. Medical stated testing of the samples could not duplicate the reported failure. No auto activation, continuous activation, or any other unintended activation was observed during testing. The samples functioned normally and within specifications. Corrective action: due to the root cause investigation, no corrective actions are being implemented at this time. Investigation summary: an internal complaint (B)(4)) was received for a cautery pencil (finished good 88-000702, lot 49982316) with a button sticking in the "on" position. The end user reported this posed a fire hazard and that remaining product was pulled from the facility's inventory. Originally, a sample was reported not to be available. However, the customer returned unused samples from the same lot. These were sent to the manufacturer for evaluation. The pencil is supplied to deroyal by i.c. Medical. A supplier corrective action request (scar) was sent to the supplier september 30, 2019 as well as the returned samples for evaluation. In its response, i.c. Medical indicated it was unable to duplicate the reported complaint. From november 2017 to present, deroyal has sold 706 cases of finished good 88-000702. During this same period, a total of three complaints were received, yielding a complaint-to-sales ratio of 0.004. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Manufacturer narrative:
Investigation summary: an internal complaint (call 48260) was received for a cautery pencil (finished good 88-000702, lot 49982316) with a button sticking in the "on" position. The end user reported this posed a fire hazard and that remaining product was pulled from the facility's inventory. A sample was not returned for evaluation. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
During use, the cautery button is sticking in the "on" position.